Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to re-evaluation of event.

Event description:
Noise on the ventricular lead and two episodes of aborted shock in the vf zone were observed. The lead was capped and will not be returned.